Event description:
Consumer stated that his wife was using the toothbrush to brush teeth and she felt the bristle get stuck in her tooth. She needed tweezers to get bristle out.

Manufacturer narrative:
Manufacture date updated because product was returned.